Event description:
The customer has observed high androstenedione results on three patient samples on an immulite 2000 instrument. The reagent lot used was not provided. The three patient samples were also run on an alternated platform and the results were lower. The high results obtained on the three patient samples for the androstenedione assay were above the reference range for the assay. It is unknown if the patient sample results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the high androstenedione results.

Manufacturer narrative:
The cause of the high androstenedione results on the three patient samples above the reference range is unknown. Siemens is investigating the issue.